Event description:
It was reported that during a ptca procedure, the balloon ruptured at 15 atm (rbp = 14 atm). During removal the shaft separated and balloon material came off the shaft. The physician was able to retrieve parts of the balloon material and shaft, and elected to stent the area where balloon material may have been left. Pt status is listed as "okay".